Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it, after which the malfunction did not recur. Customer was informed they could continue using the pump and advised to contact technical support if the issue reappears.